Event description:
During the atrial fibrillation procedure, although the exact timing is unclear, blood leakage was observed from the hemostatic valve after the sheath was inserted into the patient. The sheath was replaced with an alternative product, and the procedure was able to continue without issue. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted on the proximal seal, and tearing was noted on the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown.